Event description:
Pt implanted, date unknown, with a one level construct, level unknown, was discovered to have a rod slip through two locking caps. Pt was returned to the operating room on an unknown date and surgeon removed two screws, two locking caps and one rod, pt was revised to the same type new hardware. This is 4 of 5 reports for this event.

Manufacturer narrative:
Information received from consultant 04/18/2012 changed this report from non-reportable to a reportable event. After reviewing the DHR for all material, components and assemblies, no discrepancies were found that could be related to the complaint condition. All features pertinent to the area of the complaint were able to be measured and all pass specification. The head, monoaxial screw, and one locking cap that were returned all showed signs of asymmetrical wear on the inside of the rod slot. This is an indication that the rod was not fully seated in the rod slot after tightening, or had somehow moved after tightening. There are several possible causes for improper rod seating, including severe rod curvature, excessive reduction load, or interferences with anatomy that block the rod slot. These conditions could lead to a locking cap that is not properly locked in the construct. The result of this would be the repetitive wear of the rod on the screw head and locking cap as observed on the returned parts.